Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a vasospasm per procedure. The patient was undergoing surgery for treatment of an aneurysm. It was reported that the patient experienced a vasospasm during the procedure which resulted in treatment with 3mg nimodipine. No hospitalization was required and the issue was resolved/patient recovered. The vasospasm was noted as a causal relationship to the site procedure. Other risk factors reported were cigarette smoking, hypertension, subarachnoid hemorrhage (excluding rupture of target aneurysm) medical/surgical condition: copd, endometriosis, hashimoto and apos;s thyroiditis, depression, subarachnoid hemorrhage, (B)(6) 2017.